Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose levels. The customer's blood glucose levels were 467 mg/dl and 537 mg/dl. The customer was treated with manual injection. The customer was advised that her blood glucose level continues to rise. The customer was advised to use backup plan since she doesn't have any infusion set to change. The insulin pump will not be returned for analysis.